Event description:
Clinical study. It was reported that 1 day following a percutaneous carotid artery intervention stenting treatment procedure the patient experienced transient atrial tachycardia and a drop of hemoglobin requiring subsequent intervention. The index procedure utilized the right brachial artery to access the 85% stenosed 7.0x14mm target lesion located in the left proximal internal carotid artery. Treatment utilized a bsc filter wire ez and the placement of a 4-9x30mm nexstent. Following post dilation with an unspecified device the residual stenosis was 5%. The next day the patient scored an nih stroke value of 1 for "best gaze". One day post the index procedure the patient experienced atrial tachycardia and was treated medically with diltiazem and subsequently his rhythm was noted to be "ok". During the hospitalization, the patient also had a drop of hemoglobin and hematocrit of unk etiology. The anemia was treated with a transfusion of two units of packed red blood cells. On day 3 the patient was discharged. Per the investigator the event relation to the device was listed as "possible".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.